Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent a gynecological procedure in order to treat stress urinary incontinence and vaginal prolapse and a mesh was implanted. The patient underwent the concurrent procedures of transvaginal hysterectomy aspiration, right ovarian cyst, anterior repair with mesh, and cystoscopy during mesh implantation. It was reported that following insertion the patient experienced pain, erosion and vaginal scarring. It was reported that the patient underwent mesh excision with repair on (B)(6) 2006 due to vaginal foreign body and mesh erosion. It was reported that the patient underwent mesh removal on (B)(6) 2012 due to mesh exposure. (B)(4).